Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with tachycardia. The index procedure treated the 90% stenosed, 4.5x24mm target lesion located in the proximal left circumflex (lcx) artery. The lesion was treated with a direct stent technique and placed a 4.0x28mm taxus liberte study stent. The patient was discharged the next day on aspirin and prasugrel. (B)(4). In (B)(6) 2010, the patient developed palpitations, chest discomfort, dyspnea and lightheadedness and was monitored with a holter device resulting in a diagnosis of paroxysmal supraventricular tachycardia. In (B)(6) 2010, the patient underwent a successful ablation of the atrioventricular nodal reentry tachycardia / supraventricular tachycardia (avnrt/svt) via slow pathway ablation. Three days later the event resolved without residual effects. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).